Event description:
A home patient's family member contacted baxter's technical service center for assistance regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle home patient's automated peritoneal dialysis therapy. Reportedly, the home patient inadvertently left the clamp on the patient line of the homechoice set closed during the prime cycle, preventing the patient line of the homechoice set and the patient line extension from priming completely. The home patient visually confirmed the imcomplete prime, however, advanced into therapy without attempting to reprime the setup. The home patient then received the system error 2240 message during home patient's initial drain cycle. Baxter's technical service center assisted the home patient's family member in ending therapy early. The home patient setup with new supplies to complete therapy. Per the home patient, no patient injury or medical intervention was associated with this incident.